Event description:
It was reported that during an unknown procedure, the right side minimize buttons would not work on the instrument. Another device was used to complete the procedure. There was no adverse consequence to the patient.